Event description:
Pump was reported to infuse 100cc of morphine over a four hour period when the pump was actually programmed to infuse at 10cc/hr. There was no injury to the pt and no medical intervention was required. Attempts were made to obtain add'l pt info but no further details were known.